Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the moderately calcified and moderately tortuous left main trunk. Access was obtained through the radial artery. The physician deployed a promus stent and then advanced the 4.5x8mm quantum maverick balloon to the lesion to post dilate the stent. On the first inflation the physician inflated the balloon to 10atms for ten seconds and the balloon ruptured. The device was removed intact. There were no patient complications. The procedure was completed with an apex balloon. Patient status is reported as "good".

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)